Event description:
It was reported that the patient fell as a result of syncope due to asystole at times of ventricular escape rhythm. It was also noted that the patient received inappropriate therapy. Additionally, the device had an automatic programming change from ddd mode to aai mode. The device was reprogrammed and remains in use. The patient was hospitalized and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).